Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal stricture performed on (B)(6) 2025. During the preparation, two cre pro wireguided dilatation balloon had a pinhole and would not inflate. It was reported that the balloon was not pre-inflated prior to use in the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.